Event description:
It was reported that a clearlink system extension set leaked from the proximal end of its filter. The drug that leaked was an unspecified chemotherapeutic. It was not specified whether a patient was being administered the drug when this occurred. The reporter stated that the leak site was inspected with no obvious visible defects noted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4) . The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.